Manufacturer narrative:
A device evaluation was performed by our engineering dept. Root cause is unk because the device performed to specification and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The client called in regarding two issues. The issues are concern over the delay in getting the recall notification regarding the stim board recall/field correction and a pt injury that occurred in 2005. A male pt, received a skin burn during an electrotherapy treatment. The pt was being treated with the electrotherapy interferential waveform (ifc) for hamstring issues. The clinician allowed adjustment of the ifc waveform to the pt's tolerance. The pt completed the treatment. At the end of the treatment the pt did note to the clinician that the treatment intensity felt like it surged and became more intense. The clinician removed the electrodes. The clinician did note a slight skin discoloration in the area of the treatment directly under one of the electrodes. Two days later the pt informed the clinician that a 1 cm diameter burn mark appeared in the skin discoloration area. The pt was referred to his primary care clinician for treatment of the injury. The pt is expected to make a full recovery from the incident.